Manufacturer narrative:
Initial reporter: contact phone number (B)(6). The device is in transit from but has not yet been received for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of the posterior communicating aneurysm that was 5.8mm x7.4mm, the physician positioned a second coil, an orbit galaxy complex xtrasoft coil (640cx3575/16006536), through the unspecified prowler 14 microcatheter and noted after detaching the coil that the tip of the coil had partly stretched. The physician positioned an enterprise stent to keep the tip close to the wall and then positioned another 3 coils to complete the procedure. There had been a continuous flush through the unspecified microcatheter and the microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The microcoil had not been positioned at a relative sharp angle to the microcatheter and coil entanglement was not suspected. It was reported that a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning the coil. The same microcatheter was used to complete the procedure with no clinically significant delay in the procedure and no patient adverse events.

Manufacturer narrative:
Device returned for analysis on 10/14/2014. Complaint conclusion: during coil embolization of the posterior communicating aneurysm that that was 5.8mm x7.4mm, the physician positioned a second coil, an orbit galaxy complex xtrasoft coil (640cx3575/16006536), through the unspecified prowler 14 microcatheter and noted after detaching the coil that the tip of the coil had partly stretched. The physician positioned an enterprise stent to keep the tip close to the wall and then positioned another 3 coils to complete the procedure. There had been a continuous flush through the unspecified microcatheter and the microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The microcoil had not been positioned at a relative sharp angle to the microcatheter and coil entanglement was not suspected. It was reported that a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning the coil. The same microcatheter was used to complete the procedure with no clinically significant delay in the procedure and no patient adverse events. A non-sterile orbit galaxy complex xtrasoft coil 3.5x7.5 was received coiled, inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was found partially zipped, separated of the unit and no damages were noted on it. The support coil and grippers were found without damage while the embolic coil was found stretched and the suture of it was found broken. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched as well as the suture of the embolic coil appears elongated before it was broken. A review of the manufacturing documentation associated with this lot 16006536 presented no issues during the manufacturing process that can be related to the reported complaint. The coil stretching was confirmed during the analysis. The condition of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it, but it could not be conclusively determined. However these defects could not be related to the manufacturing process, and procedural factors appear to have contributed to these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time.